Event description:
Customer reported a problem with his pump involving software lags and delays when pushing buttons on the pump screen. There was no adverse impact to the blood glucose level. He declined troubleshooting assistance and is currently in process of obtaining a new pump through his insurance.